Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead stored a signal artifact monitoring (sam) that disabled the respiratory rate trend (rrt) sensor due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms. However the atrial pace impedance measurement was 752 ohms and the rv pace impedance measurement 502 ohms, and both were within normal limits. This cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.